Event description:
The customer reported on of the connector came off of the tubing while attached to a pt's midline PICC. This occurred on day 3 of use. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). This affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.